Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pre-operative diagnosis: colon cancer. The device seemed to work fine after a laparoscopic sigmoid colectomy, two complete thick tissue donuts were confirmed after firing the device. A colonoscope was also used to confirm a good anastomosis with no issues and leak test at the time was performed insufflating the colon while performing a bubble test with visual inspection. No leaks or other concerns were identified at the time of procedure. On day 2 post op, the patient did not feel well and tests were done which determined low blood count. Surgeon ordered 2 units of blood to be infused which corrected the blood counts. Patient felt better, was passing gas and had bowel movement. Patient was discharged on day 3 post op. On day 6 post op, patient complained of nausea. On day 7 post op, patient came to ER passing large amount of blood. A CT was done, indicating an anastomotic leak. Patient was re-operated on the same day. Approximately a 1 cm hole was found in the anastomosis, a large amount of blood was found external to the anastomosis. Patient was septic. A diverting colostomy was created to relieve the problem and the patient remains in the hospital. There was tissue loss, tissue damage and the patient had a temporary injury. There was no blood loss of over 500 cc. Patient is currently doing fine. The patient was a smoker and he thought that may have also contributed to the complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.